Event description:
Customer reported several no delivery alarms. She also reported receiving a motor error alarm. Customer's blood glucose was 417 mg/dl. She treated herself with multiple daily insulin. Customer was unable to troubleshoot for no delivery alarms as the insulin pump was alarming motor error. The customer was advised to complete an infusion set change as soon as possible. Customer also reported the no delivery alarms was occurring for several days. The customer also declined the no additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).